Event description:
Caller reported that a pump malfunction occurred. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.